Manufacturer narrative:
The customer¿s report of fluid backing up due to a crack in the administration set was not confirmed. Visual inspection showed no anomalies. The set and its attached components functioned effectively during testing with no evidence of leaking. The root cause of the reported event could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing is cracked where it attaches to the syringe, causing the patient's tpn to back up into the lipid tubing. There is no report of patient harm or medical intervention.